Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had "vent inop" and "motor fault" alarm conditions. The customer replaced the main printed circuit board and the issue was resolved. The customer reported that there was no patient involvement.